Event description:
Unknown alarm during infusion

Event description:
Unknown alarm during infusion. The device was received for evaluation. The pump had message on screen ""waiting for connection"" unable to connect device to agilia software and unable to download history. Received device without power cord, missing handle and pump failed battery test. Installed new mother board, battery, membrane, power cord and handle. Configured mother board, performed complete calibration and complete control. Device now functions as intended. After repair, device was found to meet specification. In additional information, keypad was disabled as per infusystem engineer. Regarding defective keyboard, a CAPA was opened in order to investigate the failure.